Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the model number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, the event date, full implant date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the brand may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional removed a damaged lap-band system due to small perforation in the tubing near the omniform. The device is being returned.